Event description:
It has been reported to co that following insertion of this device into the artery, as the physician attempted to remove the dilator, it appeared as if the gasket of this device dislodged. Manual pressure was applied with no further consequences to the pt noted. The device is not being returned for analysis.